Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a piece missing from the battery compartment. The patient's blood glucose at the time of incident was 92 mg/dl. The customer noticed the missing piece during a battery change; it was a piece near the threading. She also mentioned that she originally called to report a blank display issue but the display came back on and appeared to be functioning normally. Troubleshooting was initiated for the physical damage. The customer did not recall what caused the damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.